Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was unknown. The mother stated the pump alarmed no delivery for the past 6 months. The mother stated that the issue progressed for the past 2 weeks. The mother stated that her son received 4 separate no delivery alarms during bolus. The customer was advised that the pump alarmed no delivery due to possible connection issues within the tubing or at site.